Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: according to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use, adverse events that may occur and/or require intervention or additional intraoperative procedure time include but are not limited to: deployment failure. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for impending rupture of right popliteal aneurysm using gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn). The right femoral artery was punctured and a 8fr 11cm sheath was inserted. 0.018 guidewire was used to cross the lesion. When an attempt was made to deploy the viabahn, bowstring occurred. When the deployment line was pulled about 50cm, strong resistance and the device's bending behavior was confirmed under fluoroscopy. The deployment was stopped, and the viabahn was retrieved along with the sheath. When the viabahn was removed, it was visually observed that about 1cm had been deployed. It was determined that it could not be reused. The sheath was changed to an 8fr 25cm, and the procedure was continued using new viabahn. The physician stated the following. The wide vascular lumen due to the vascular tortuosity and aneurysm, the lack of backup due to the selection of a short sheath are thought to be the causes of bowstring.